Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076-52 lead (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient experienced bradycardia due to the dislodged right ventricular (rv) lead. The lead was repositioned and remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.